Event description:
It was reported that, at the beginning of a robotic laparoscopic cystectomy procedure, when attaching the bipolar fenestrated grasper (bfg) to the sterile interface module (sim) the instrument insertion was disabled along the instrument drive unit (idu). The issue was resolved after replacing the bfg with another new instrument. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: d1, d10 (continued: mrasa0003; sn unknown), d9; additional information: h10 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported bipolar fenestrated grasper. The bipolar fenestrated grasper sample was not made available for this incident as it was discarded by the customer. Evaluation of the logs showed an error code for 'manual insertion with no instrument attached' and an error code for 'arm docked and sterile interface module not connected'. Both error codes are consisted with connectivity issues for the bipolar fenestrated grasper. Evaluation of the bipolar fenestrated grasper confirmed the reported condition, however, the investigation concluded there were no a bnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to connectivity issues with the instrument and sterile interface module. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the beginning of a robotic laparoscopic cystectomy procedure, when attaching the bipolar fenestrated grasper (bfg) to the sterile interface module (sim) the instrument insertion was disabled along the instrument drive unit (idu). The issue was resolved after replacing the bfg with another new instrument. There was no patient injury.